Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch mini-lancer device had a cracked/broken casing. The patient tests her blood glucose 4 or more times a day. She takes unidentified shots (other than insulin). She also takes actos and glipizide. The patient indicated that the alleged lancing device issue started on three weeks earlier, at an unspecified time. The patient admitted that she had stepped on the device. As a result of the reported issue, the patient administered self-care by taking increased dosages of diabetes medications. The patient took actos (30 mg) and glipizide (5 mg). On two days later, the patient received assistance in an emergency room (ER). The patient's blood glucose was tested on an ER/hospital meter and a result of "587 mg/dl" was obtained. The patient was treated with IV fluids. During the time of concern, the patient denied having symptoms of high/low blood glucose. It would have been helpful to know the patient's medication regimen, what actions the patient took in response to the lancing device issue, and what actions she took before and after the symptoms developed. In addition, it would have been helpful to know what the patient's last blood glucose result was before the lancing device issue started and when the last result was obtained. The lancing device was replaced. This complaint is being reported due to the following conclusion: the patient claimed that he obtained a blood glucose reading of over "500 mg/dl" in a hospital and received treatment for hyperglycemia after the alleged lancing device issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject lancing device for evaluation, but has not yet received it. If the lancing device is returned, lifescan will evaluate it and, if the lancing device does not pass inspection, lifescan will inform FDA of the results in a supplemental report.